Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the customer wanted to download and inspect hardware logs in order to determine fault and replacement part necessary. The customer was running the daily operational check which failed. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the customer wanted to download and inspect hardware logs in order to determine fault and replacement part necessary. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. Additional details have been requested.